Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that surgeon brought patient to the or due to recurring dislocation. He found the implants were well fixed and in reasonable position. He inserted a 22e constrained liner.